Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found damage on the blade ¿ the broken piece, approximately 0.667" was returned for evaluation. No missing piece identified during investigation. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. The known cause of this issue is attributed to instrument mishandling and misuse. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the image shows a maryland bipolar instrument grasping what appears to be a broken curved blade of a harmonic ace instrument.  While the harmonic ace isn¿t visible, the blade appears to have broken at the proximal end near the clamp arm. Harmonic ace blade breakage is most commonly attributed to mishandling/misuse - as the blade is vibrating at an extremely high frequency, the instrument is extremely sensitive to collisions (especially during activation), scratches, improper cleaning, general blade damage, etc. As the damage may propagate into a crack possibly resulting in a broken blade. Additionally, contact with metal, bone, plastic, clips/staples/etc., should be avoided. A review of the instrument log (attached) for the harmonic ace (pn 480275-08/m90200301-0162) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk3498. The instrument is a single use instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a broken tip and stopped working. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer said it was stated that no fragment fallen inside the patient body because the fragment had already been retrieved. All fragments were retrieved and confirmed by visual inspection. No post-operative tests were performed to check for remaining fragments. It was unknown what caused the instrument to break. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The surgeon was dissecting tissue when the issue occurred. The surgeon did not notice any issue with the instrument functionality. The instrument did not collide with any other instruments or other hard material during the procedure. The instrument was never removed prior to the breakage. Upon the final removal, the wrist was straightened and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or to the instrument after the event occurred. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.